Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous vessel in the venous side. A 3.50mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During procedure, the balloon ruptured upon first inflation at 4 atmospheres and there was a pinhole noted on the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.